Manufacturer narrative:
The investigation of the returned coil system found the implant separated from the pusher and stuck within the microcatheter, which is consistent with the alleged product issue. The pusher heater coil was returned burnt, indicating thermal activation did occur. Further investigation found the pusher's monofilament profiled a mushroom shape, which also indicates the implant experienced thermal detachment. The investigation of the returned coil device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. No damage was observed on the surface of the returned microcatheter that would have caused or contributed to the reported event.

Event description:
See h11 for evaluation conclusion.

Event description:
As reported, the patient was diagnosed with a cavernous sinus fistula (csf). Given the large size of the fistulous orifice, a surgical approach combining coil embolization with glue injection was planned for lesion management. For vascular access, the surgeon used a 6f 90cm long sheath. A loach guidewire was used to advance a multi-purpose catheter and the long sheath to the c1 segment of the carotid artery. An sl-10 microcatheter was opened, and high-pressure infusion was performed for air evacuation. A 14-gauge microguidewire was used to navigate the microcatheter into the fistulous orifice. First, a 24-68 coil was deployed to form a framework, followed by additional packing with a 20-65 coil. Due to the large fistulous orifice, another 20-65 coil was prepared for delivery through the microcatheter. After air evacuation and withdrawal of the delivery sheath, increased resistance was encountered when attempting to advance the coil through the microcatheter. Despite multiple attempts, successful delivery failed. An attempt was then made to retrieve the coil using a coil retrieval sheath, but the coil was found to have detached inside the microcatheter. The microcatheter and the detached coil were removed together from the patient¿s body. A headway-17 catheter was substituted, and packing with 20-65 coil was resumed. After achieving adequate packing density, a balloon catheter was used to assist with glue embolization. The surgery was successfully completed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.